Event description:
During a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurrred. The 99% stenosed de novo lesion being treated was located at a bifurcation in the non-calcified, non-toruous left main (lm). The lesion was not predilated. A 3.50x16mm taxus drug eluting stent is successfully deployed. The balloon inflated without difficulty. When the physician deflates the balloon inside the stent, it doesn't deflate. He tries different ways to deflate the baloon without success. The pt bacame bradic and hypotensive. The physician decided to draw back everything with the balloon inflated. The stent was then post-dilated 3 times with a 4.0x12mm quantum maverick balloon, inflated to 14-18 atms and ivus was used. The taxus stent was well positioned and dilated. Pt status reported as "very well". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.